Event description:
It was reported that the ventilator had a hardware fault. When the ventilator silence/reset button was pressed, the ventilator shut off. The ventilator was not on a pt. The reported event happened during testing.

Manufacturer narrative:
Na